Event description:
Reporter stated that his old meter had started to go crazy. He rec'd the er1 and er2 messages. He reported erratic results and er1 when testing using blood, but said he checked the confirmation dot and it was always a blue, retested and got result in the 200's. When control solution result was always within range."